Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost effective stimulation coverage in her foot. Diagnostic testing revealed no anomalies and reprogramming was unable to resolve the issue. It was reported the physician plans to revise the lead's placement. No further information is available at this time.